Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that during pre-repair diagnostic assessment, it was found that when the cutter was put against the torlon block that there was intermittent spinning of the cutter; and also while running that there was vibration and heat. It was further determined that during repair and disassembling of the device, it was discovered that the gears were corroded / damaged which caused the gears to not mate properly, thus, verifying the customers complaint. Also from improper mating of the gears the cutter clamp shaft was damaged. The assignable root cause was due to improper cleaning, sterilization and/or maintenance, which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment had cut out when put against the bone. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.